Manufacturer narrative:
Field service engineer (fse) went on site to repair the device. Fse replaced cracked lid. The oer-pro is ready for use and has been tested successfully for one complete cycle. The device was functional after repair. Electrical safety test not required as the chassis was not broken. Equipment repaired and verified according to other equipment manufacturer instructions. Olympus software attribute details were confirmed. Evaluation is still ongoing. Supplemental report(s) will be submitted when any information is available.

Event description:
As reported for this event, the device had a cracked lid. There is no reported harm to any patient. The printer door is also broken.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information included on the initial report. The customer contacted olympus on 25 may 2021 to correct the device serial number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed, or aging degradation. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. - the lid is not cracked, broken, or otherwise damaged." Per the legal manufacturer, the a broken printer door as included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
Correction is being made to the manufacture date of the device. This supplemental report is being submitted to provide this information.